Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 23 mmol/l. The reservoir had leak at past second o ring. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer stated that the insulin pump had moisture in reservoir compartment. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.